Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was not further identified. The event was manifested by fever and cloudy effluent. The patient was not hospitalized for the event. On the same day as the event onset, the patient started treatment with intraperitoneal vancomycin (dose, frequency, and duration not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient remains on antibiotic therapy and is recovering. On an unknown date, the patient was retrained on proper aseptic technique. Additional information was requested, but is not available at this time.